Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6) 2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a qdot micro catheter. At the start of right pulmonary vein (rpv) ablation with qdot micro catheter, high flow of irrigation was not produced. Ai value only rose to about 100. It seemed that this was caused by extremely low wattage due to temperature control. Once the catheter was removed and attempted high flow, it was found that only low flow was produced. The issue was improved after the qdot micro catheter was replaced with another new one. The procedure was continued and completed. Ngen generator was used. No other generator was used. The procedure was completed without patient's consequence. The device evaluation was completed on 26-apr-2024. The device was returned to biosense webster for evaluation. A visual inspection, and irrigation test of the returned device were performed in accordance with bwi procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed and the device was irrigating correctly. No irrigation issues were observed. No malfunctions were observed during the device analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The irrigation issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following warning and precautions: purge the catheter and the irrigation tubing with heparinized normal saline prior to insertion of the catheter into the patient. Inspect the irrigation saline for air bubbles prior to its use in the procedure. Air bubbles in the irrigation saline may cause emboli. Always maintain a constant heparinized normal saline infusion to prevent coagulation within the lumen of the catheter. Do not use the catheter without irrigation flow. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
E1. Initial reporter phone: (B)(6) if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a qdot micro catheter and an irrigation issue during use on the patient occurred. At the start of right pulmonary vein (rpv) ablation with qdot micro catheter, high flow of irrigation was not produced. Ai value only rose to about 100. It seemed that this was caused by extremely low wattage due to temperature control. Once the catheter was removed and attempted high flow, it was found that only low flow was produced. The issue was improved after the qdot micro catheter was replaced with another new one. The procedure was continued and completed. Ngen generator was used. No other generator was used. The procedure was completed without patient's consequence. The irrigation issue during use on the patient was assessed as MDR reportable. The low wattage issue was assessed as non MDR reportable. Since the user-defined cut-off was not exceeded, the potential that it could cause or contribute to a death, serious injury, or other significant adverse event, was remote.